Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and sample condition suggests an improper handling of the needle and suture. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a phacoemulsification and intraocular lens implant, with anterior vitrectomy on (B)(6) 2014 and suture was used. It was observed by the surgeon during the procedure that the suture needle flanged at the base/back of the needle, causing increased bleeding and widening of the suture wounds when pulled through. Another like device was used to complete the procedure. No further information was provided.